Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023-001 reportedly, the patient died for unknown reasons. On (B)(6) 2023, it was revealed that the patient's death was not related to the pacemaker.